Event description:
It was reported that the right atrial lead exhibited increased thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer coil was fractured at 20.5 cm - 20.7 cm from the connector pin, due to clavicular crush. The inner insulation was abraded at 20.5 cm - 21.1 cm and 20.8 cm - 22.0 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.